Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion issues. The following information was provided by the initial reporter: "elevated pressures experienced using smartsite extension set when injecting saline/contrast for CT."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 26-jul-2022. H.6. Investigation summary: eight 20039e7d samples were received without packaging for investigation; the lot number of the complaint products were reported unknown. All eight samples were received with residual fluid present within the infusion line. The feedback provided by the customer indicates flow restrictions and elevated pressures were detected when using the 20039e7d product in connection with a imaxeon (bayer) stellant d injector and bayer sds mp1 and bayer spd 250 syringe sets. The customer also indicated the medication being administered at the time of the events include omnipaque 350 and 0.9% saline solution. A visual inspection of the returned samples did not identify any damage or manufacturing defects which may have contributed to the customer's experience. Functional testing was performed by connecting all eight of the returned samples to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restrictions were detected in each instance. Three 20039e7d samples were then sent to the bd product test laboratory for rate accuracy testing at 1200ml/h; no flow restrictions or pump alarms were detected throughout infusion. The details of this feedback were forwarded to the manufacturing site for further investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for the complaint products. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20039e7d product in the past 12 months. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion issues. The following information was provided by the initial reporter: "elevated pressures experienced using smartsite extension set when injecting saline/contrast for CT"